Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. When the physician tried to push the is-1 rate sensing terminal into the connector of the implantable cardiovertor defibrillator (ICD), the sealing rings peeled off.